Event description:
An evar was performed on a male patient sometime in (B)(6) 2011. The patient complained four days after placement of a zenith flex aaa endovascular graft. It was found that the left renal artery had become occluded. Patient outcome has been requested but not provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.